Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06925. It was reported the patient¿s lead and extension were both replaced due to high impedance and a possible fracture. It is unknown if the lead or extension was fractured at this time.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the lead extension found an area where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.